Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was low draw with a bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg. This occurred on 6 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: some tubes are without vacuum, resulting in loss of access in the patient (glycemic curve).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was low draw with a bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg. This occurred on 6 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: some tubes are without vacuum, resulting in loss of access in the patient (glycemic curve).